Event description:
It was reported that bd alaris extension set was leaking. The following information was received by the initial reporter with the verbatim: I stopped by the nicu and they are seeing a recent issue with connecting ref 10014914 and 10011865. They have seen recurrent leaking issues with connecting the 2 tubing lines together. This is utilizing the female end of 10014914 and the male end of 10011865. As a temporary solution, they are using a male luer lock connector between the two.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.